Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v090732, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that during the replacement of the patient's implantable neurostimulator it was discovered that the circuits were "burned up." The issue was resolved with replacement.